Manufacturer narrative:
The na electrode lot number is fmb11 with an expiration date of 04-nov-2026. The field service representative performed cleanings, replaced the activator bottle and the sample pipette, and performed checks and tests. The investigation is ongoing.

Event description:
There was an allegation of questionable sodium electrode results for 4 patient samples on a cobas pro ise analytical unit. Sample 1: on (B)(6) 2026, the initial na result was 149.5 mmol/l, and the repeated result was 141.5 mmol/l. Sample 2: on (B)(6) 2026, the initial na result was 148.0 mmol/l, and the repeated result was 141.4 mmol/l. Sample 3: on (B)(6) 2026, the initial na result was 148.0 mmol/l, and the repeated result was 138.0 mmol/l. Sample 4: on (B)(6) 2026, the initial na result was 155.0 mmol/l, and the repeated result was 144.9 mmol/l.